Event description:
Additional information stated ¿no¿ lead fractures were noted.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v553427 implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v553427 implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Evaluation: analysis of the implantable neurostimulator (ins) found it had reached ¿normal end of life¿ and had ¿okay¿ telemetry and output. It was stated that the ¿short duration to eos was caused by a short, external to the ins, across active electrodes 8 and 9.¿

Event description:
It was reported that the patient had fallen about a week prior to this report and hit their head and had a return of movement symptoms. It was added that x-ray was done and could not confirmed where they fracture lead/extension. It was added that patient was unable to turn stimulation on. It was indicated that the hcp to reprogrammed not using electrode 8 and 9 if applicable. It was reported patient has not been seen since post implant and that patient was doing fine at the time. It was noted that there was no therapy impedance but the electrodes 8 and 9 were reading low impedance at 50 ohms .it was indicated that the patient had seen an end of service/end of life (eos/eol) message on their programmer a couple of days ago. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v553427, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported that the device was explanted on (B)(6) 2013. See MFR. Report 3004209178-2013-21987 for additional information about why the device was explanted.